Manufacturer narrative:
The device listed under this report has been identified as a duplicate of (B)(4), previously reported under MFR report #0002249697-2016-01176. Investigation results and conclusions are to be documented under the aforementioned report.

Event description:
Product handles were reported to be discoloured and degrading. Update: the device listed under this report has been identified as a duplicate of (B)(4), previously reported under MFR report #0002249697-2016-01176. Investigation results and conclusions are to be documented under the aforementioned report.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Product handles were reported to be discoloured and degrading.